Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted on (B)(6) 2017. Since implant the patient had pain. It was reported that this pain was not at the implant site. The patient was stiff and not very mobile. ¿it was from when they moved [the patient] around during surgery.¿ it was reported that the patient was pleased with the therapy as it was working for their pain in the legs and feet. The legs and feet were confirmed to be the intended site for therapy. The day after implant ((B)(6) 2017) the patient had a bad reaction to a drug and had to stay an extra day in the hospital. No further complications were reported.